Manufacturer narrative:
Siemens reviewed the available information and performed testing on the patient sample provided by the customer to determine probable root cause for the discrepancy. Siemens' testing utilized the same reagent lot as the customer. The elevated high sensitivity troponin I (tnih) result observed by the customer for patient 3 was reproduced by siemens (372 ng/l). The customer advia centaur systems tni-ultra (tniu) result of 0.052 ng/ml (52.016 ng/l) is also elevated above the 99th percentile. Per the customer, results on an alternate method were negative. There was insufficient sample volume to do any further testing at siemens. The diagnosis of this patient is chronic ischemic heart disease and moderate renal dysfunction. Siemens cannot rule out a cardiac or non-cardiac condition causing an elevation in troponin I in the absence of an mi. Both the tnih and tniu results are elevated and not discordant to each other. Per the advia centaur xpt tnih instructions for use, there are conditions other than acute myocardial infarction (ami) that are known to cause myocardial injury and elevated tni values. The instruction for use (IFU) states the following in the summary and explanation section: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi. A positive troponin result is not always indicative of mi. Other conditions resulting in myocardial cell damage can contribute to elevated cardiac troponin I levels. These conditions include, but are not limited to, myocarditis, cardiac surgery, angina, unstable angina, congestive heart failure, and non-cardiac related causes, such as, renal failure and pulmonary embolism." The IFU states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Based on the investigation, no product problem was identified. No further evaluation of the device is required. MDR 1219913-2020-00056 (result 1) and mdr1219913-2020-00057 (result 2) were also filed for the same event.

Event description:
A customer provided a tnih result of 253 ng/l obtained for a patient sample and alleged that this result to be discordant high. Testing method was not confirmed for this result, although it was suggested advia centaur xpt high-sensitivity troponin I (tnih) was used. This patient had preliminary finding of a tni ultra result of 86.704 according to customer complaint information. An additional tni ultra result of 52.016 ng/l was provided. Testing method was not confirmed for these results, although it is suggested siemens' method was used. Per the customer, alternate method testing results were negative (results not provided). Patient treatment was not prescribed, altered or delayed. There was no report of adverse health consequences due to the discordant high tnih result.